Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a defective cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
H10: per additional information obtained, the manufacturer narrative/legal manufacturer¿s investigation has been updated below. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the green screen displayed, and intermittent image could not be identified. However, it¿s likely the cause is related to a defective cable or poor contact. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer took the cart and cable to another room, and it worked as normal. The customer moved the cart back to the original room and instructed the customer to remove the video cable from the processor to the wall plate; however, the issue persisted. Furthermore, the customer separated the cable from the ceiling to the monitor and no issues occurred. The customer requested for a field service to be dispatched to the facility to further troubleshoot. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display green screen. There was no patient harm or user injury reported due to the event.